Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field but the issue was not confirmed; no defects or malfunctions were found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events, where it was reported the mattress slipped off the litter. There was patient involvement, however there were no consequences or impacts to the patient.